Event description:
It was reported that the patient experienced stimulation from their implantable neurostimulators (ins). Specifically, the patient had one ins in their back which was supposed to cover their back but only stimulated their left side. The other ins was located near the stomach and was supposed to cover their hips and legs but only delivered therapy to the right leg. It was noted that the devices "had not been right" since surgery that was performed approximately 2 weeks ago. Additional information was requested but was not available at the time of this report. In addition, see manufacturer's report # 3004209178-2012-10408 for patient's infection issue and # 3004209178-2012-10386 for revision issues see also manufacturer's report # 3004209178-2012-10423.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).

Event description:
Follow up with health care professional (hcp) reported, the patient had been seen in the office to have their system checked and everything was fine with the system. The patient had been reprogrammed twice and was receiving effect stimulation. Refer to manufacturer report #3004209178-2012-10423. Patient has multiple devices and it was unclear which device was involved in report. Refer to manufacturer report #3004209178-2012-10409 for patient's infection issue. Refer to manufacturer report #3004209178-2012-10389 for patient's revision.